Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad dehisced from foam. Case summary (partially verified): source: notes-based, primary nurse unavailable. Patient arrival: (B)(6); (07:20¿09:00, to confirm). Procedure: below knee amputation. Therapy duration: 36 hours. Phase: rewarming. Observations included pads appeared normal at application (unconfirmed), gel dehiscence/separation observed late in therapy (30+ hrs), and residue noted on patient skin. Clinical outcome: patient not harmed and no adverse outcome reported. Environmental/use factors: no known contributors, no cleaning agents, no contamination (blood, urine, feces), reported normal diaphoresis. Physical evidence: pads discarded by housekeeping and no sample retained.